Event description:
Device 1 of 3. Reference MFR. Report#: 3006705815-2019-00167, reference MFR. Report#: 1627487-2019-00629. It was reported that the patient experienced ineffective stimulation. As a result, the scs system was explanted.